Manufacturer narrative:
Product event summary: the full delivery system was returned, analyzed, and a fluid pathway leak was observed on the delivery system. The delivery system shaft was mechanically kinked/buckled. The articulation of the delivery system was out of plane. Blood was observed in the sheath. Visual analysis of the delivery system indicated damage during use. The analyst noted the flush tube is not affixed to the barb adaptor on the t arm luer in the handle of the delivery system. There is a kink/buckle on the shaft at 5.4 cm from the distal end of the delivery system. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the delivery system exhibited no flow during flushing. The system was removed and replaced. Subsequently, the delivery system tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.